Manufacturer narrative:
Code 86: evaluation of event based on mfg and qc procedures and history of device related to this event. Code 200: co's evaluation of the returned product confirmed that the vasoseal sheath had separated from the hub. The sheath was torn at the proximal end, and had twisting and buckling. It is not known if this occurred during deployment, while inside the patient, or during subsequent extraction. A positive determination cannot be made as additional parts were not returned. However, the IFU warns that if resistance is met, the vasoseal procedure should be aborted.